Manufacturer narrative:
Manufacture's initial report date: 11/11/2013. File no: (B)(4). Case no: (B)(4). Additional date/failure investigation. Device was returned to care fusion for failure investigation. Investigation indicated that there was evidence of fluid ingression into the ups which resulted in the burned out components and smoke that was observed.

Event description:
Customer reports observing smoke from the uninterpretable power supply (ups) of the device. No pt was present. No harm to user.